Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. The connector on the lcd board was inspected and no anomaly was noted. Unable to verify for rf pic failed self-test alarm, verify communication between pump and blood glucose meter and unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no act button response. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was around 300 mg/dl. The insulin pump will be returned for analysis.